Event description:
A (B)(6) female presented for same day surgery on (B)(6) 2011, for phacoemulsification cataract right eye with intraocular lens implant. Tolerated procedure well without complications. Pt had deep dental cleaning on (B)(6) 2011. Pt had late onset endophthalmitis on (B)(6) 2011. Treated with vancomycin injection, vitrectomy the following week with further antibiotic treatment. She began seeing again on (B)(6) 2011. Intraocular lens is not suspected as a source of the infection. MFR requested that we report to medwatch.